Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat g3+ cartridge yielded a pco2 result of 54.6 mmhg on the event date, at 09:02. The same sample tested on an I-stat cg8+ cartridge yielded a pco2 result of 52.9 mmhg on the same day, at 09:01. Another sample was drawn in the same month, time unk, and tested in the laboratory yielding a pco2 result of 39 mmhg.